Manufacturer narrative:
The tech found contamination on the head down valve. The tech cleaned the valve to repair the bed.

Event description:
Info received indicates the head section is slowly drifting down.